Event description:
Fill volume: unk anp. Flow rate: unk anp. Procedure: unk anp. Cathplace: unk anp. It was reported by our dist that a customer reported a faster flow rate of a pump. Anp: asked not provided.

Manufacturer narrative:
Method: the device was returned for an investigation. Photographic images were taken and a visual inspection was performed on the device. A review of the device history record (DHR) was performed for the reported lot number. Results: per the DHR review there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the qual control acceptance criteria prior to release. Based on the DHR info for this lot the date of expiration was january 31, 2013. Conclusion: based on the reported info a root cause cannot be identified for the reported incident. The device that was returned for analysis was expired when received, therefore; no test methods were performed on the device due to the possibility of inaccurate results and product expiration. The date of use for the device was not reported therefore, we cannot determine if this may have been a contributing factor. Based on this investigation the complaint disposition is unable to evaluate. Additional info has been requested and at this time not received. Should additional info be provided a follow-up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting sys.